Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal hex part has sheared off during final tightening of locking cap. The missing part was only discovered after the surgery in the sterilization department. The surgeon has been notified; the missing part has not been recovered and could still be locked in the screw head. This is not sure, but a note has been made in the operating room report. No harm to the patient has been reported and no prolongation of the surgery was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: (B)(4). An evaluation was performed on the returned device. As per received condition; the investigation has shown that the hexagonal tip of the sleeve is broken off as complained. The review of the production history revealed that this instrument was manufactured in september 2005 according to the specifications. The sleeve of this holder is made from extra hard material ((B)(4)). No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined; the exceeding applied mechanical force caused this breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.